Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reinstated the previous rule settings. The cause of flagged results being auto validated and released was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer changed a rule setting in centralink, "norm severity", from 3 to 2, expecting 'other' rules to hold results within a certain dose range. As a result, 11 c-reactive protein patient results autovalidated and released out of the laboratory. The initial results were properly flagged by the instrument as greater than the calibration range and should have been repeated. The samples were rerun and corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the error.